Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a stenting procedure in (B)(6) 2011. According to the complainant, the patient had a stricture within the duodenum due to stomach cancer. The stricture was approximately 3-4cm in length and located from the pylorus into the duodenum. The stent was successfully implanted from the pylorus into the second portion of the duodenum with no complications. Following the procedure (date unknown), an MRI revealed that the stent had migrated into the third portion of the duodenum. The patient was scheduled for an additional procedure to remove the stent. The stent was removed successfully and no further medical intervention was required. The physician attributed the stent migration to both the radiation therapy and anti-cancer drugs administered to the patient. Following the procedure, it was noted that the "patient is getting better" and the patient condition was reported to be "good."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. Although the exact event date is unknown, the stent migration was detected (B)(6), 2011. Although the exact implantation date is unknown, the stent was implanted within (B)(6) 2011. Although the exact explantation date is unknown, the stent was explanted (B)(6), 2011. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.